Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from (B)(6) bgm system to the results from a competitor's bgm system. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 100-300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently (not) taking medication to manage diabetes. During the call a back to back blood test was performed by the customer fasting and produced test results of 126 and 123mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 6/30/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history (date / time not set): 135mg/dl (B)(6) 2015 12:04:00 pm fasting:no; 132mg/dl (B)(6) 2015 11:16:00 am fasting:no; 131mg/dl (B)(6) 2015 11:14:00 am fasting:no; 131mg/dl (B)(6) 2015 11:12:00 am fasting:no; 134mg/dl (B)(6) 2015 11:10:00 am fasting:no. Customers concern: with all the results. Customer is comparing 2 different meters. She ran a blood glucose test on her meter today at 11:16am and got result 132mg/dl,(nonfasting) and then she used her boyfriend's meter and gave result 204mg/dl. (Nonfasting). She just opened strips today and stores them in her living room. Customer did not have any control solution to run control test.